Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 145 mg/dl, 129 mg/dl, 45 mg/dl, and 39 mg/dl. Customer was having hypoglycemic symptoms with readings, but self- treated by eating. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.